Event description:
The user facility reported that towards the conclusion of a diagnostic bronchoscopy, the physician had experienced difficulty removing the endoscope from the pt's trachea. The physician reportedly had to pull the device forcefully to remove the bronchoscope from the endotracheal tube. The procedure was said to have been completed successfully with the same device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found extensive evidence of third party repairs on the device. The bending section was observed to be irregularly shaped. The bending section cover and glue were determined to be non-olympus parts. The insertion tube and light guide tubes were also determined to be third party components, and were also noted to be very stiff. In addition, the device did not pass distal end electrical safety testing, and the distal end cover was noted to have a large chip. There was a rainbow stain noted on the image, scratches on the eyepiece body, and the control knob movement was rough. The evaluation determined that approximately 70% of the light guide bundles were damages. The device was returned to the user facility unrepaired per the customer's request. The exact cause of the reported event cannot be conclusively determined, however third party repairs cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.